Event description:
A patient was admitted to the hospital reporting experiencing inappropriate shocks from the device. The device was interrogated and was found to be in backup VVI mode (BVVI) resulting in high-voltage (HV) therapy being disabled. Technical Support was contacted, and the device was reprogrammed to resolve the BVVI. The device showed Electronic Replacement Indicator (ERI) and the device was explanted and replaced. The patient was stable.